Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: how long after initial procedure was the reoperation? Not sure when the patient came back. How was the bleeding identified? Bleeding was observed with laparoscopic scope. Were any staple formation issues noted throughout care of patient? No noticeable malformed staples. Was the bleeding intraluminal or intra-abdominal? Bleeding was intra-abdominal. What is the current patient status? Patient is doing fine.

Event description:
It was reported that the doctor performed a laparoscopic gastric bypass on a large male patient. On (B)(6) 2018, the patient returned with internal bleeding. The doctor reoperated and noticed there was bleeding at the pouch creation, at the ge junction location, where the last firing of the stapler, with a gold reload, seam guard buttressing was used. An unknown amount of dried blood was removed from the patient. No blood transfusion was required. No additional surgical intervention was required.